Event description:
On (B)(6) 2012, it was reported that the patient's vns was showing high lead impedance, output=limit/lead impedance=high/dcdc=7/eri=no that day. The patient's last known diagnostics were performed in november 2011 which were within normal limits; system diagnostics test: output=ok/lead impedance=ok/dcdc=3/eri=no. The nurse did not know what could have caused this high lead impedance. The patient has been working out recently and does manual labor, working with concrete, so it was unclear if this could be a contributing issue. The physician stated that they will unlikely have the patient get x-rays. The patient was referred for surgery. Although surgery is likely, it has not occurred to date. A battery life calculation was performed which showed 9.96years remaining until eri=yes.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the hospital would not allow return of the explanted products to the manufacturer.

Event description:
On (B)(6) 2012, a noted from the physician was received which indicated that on (B)(6) 2012, system diagnostics were performed which showed there was a "transmission problem associated with the lead wire"¿. For patient safety, the vns was disabled. The patient was referred for revision surgery. Since the device was disabled, the patient's severe depressive symptoms are re-emerging. These include anergia, decreased interests in formerly pursued hobbies, and a worsening of mood. The patient continues to maintain employment but feels he only has enough energy to go to work. The physician indicates that their facility has considerable experience with similar situations in which patients have had remarkable and life-altering responses to vns and experienced a mechanical problem with vns. Similar to this vns patient, they have also observed previously responding patients relapsing into severe mdd when their devices are not functioning properly. The physician stated that they have experienced that patients do "rebound" and regain antidepressant efficacy when the device problem is corrected. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the patient was scheduled for a full revision surgery on (B)(6) 2013. The patient did undergo full revision surgery on (B)(6) 2013. Attempts are underway for the return of the explanted lead and generator but they have not been returned to date.